Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 41 days. The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired during admission to the hospital due to a brain injury following cardiac arrest. CT results showed a focal area of hypoattenuation in the right parietal lobe with sulcal effacement and loss of gray-white differentiation worrisome for an acute infarction. It was reported that the patient did not recover neurologically after the event. It was reported that the pump was working as expected and the pump would not be returned. No additional information was provided.